Event description:
The customer reported that the y-connector of the tube was cracked and showed a large leak.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record could not be conducted as the lot number was reported as unknown. A sample analysis could not be performed since no photos or samples were received for evaluation. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. Without a sample / photo analysis it was not possible to confirm the complaint. An improvement opportunity was detected on the product design. A formal corrective/preventative action (CAPA) was created to address the reported condition and to identify improvement opportunities to the product design. The CAPA will modify the design and assembly process of the enfit y-port assembly. This design modification will include modifying the current molds for the enfit connector and y-port body to change the device from a winged enfit connector and y-port body design to a no-wing design.